Event description:
Received a consumer report informing the co that she required medical treatment after experiencing itching and burning during/after her menses. Consumer indicated her doctor removed little pieces of cotton and further advised that her experience was due to the "residue of tampons".